Event description:
Facility reported an internal blood leak (4th use). Circuit was changed. Estimated blood loss was 250cc. No pt ill effect. No medical intervention. The sample is available for examination.